Event description:
It was reported by a service report that the fowler was bent and would not lay flat. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler litter assembly.